Manufacturer narrative:
Concomitant medical products: dvab1d1 ICD, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead displayed high impedance. Device interrogation was done and lead testing was performed in different configurations. Due to the consistency of the measurements, the parameters were not changed. The pacing impedance audible alert was turned off. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.